Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that there were activation errors on the erbe. The csr was not on site. The logs showed m-02 and c-17 errors possibly pointing to a foot pedal issue. The tse advised the csr to have the customer disconnect the foot pedals on the back of the erbe and restart the erbe. The csr would try that and would call back if needed. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and m-02 errors logged consistently between (B)(6) 2026. 1-71, c-82, m-30, 1-87, 4-87, c-71, 2-87, c-06/m-18/m-11, m-19, c-83, 2-71, 4-71 errors logged consistently between (B)(6) 2026 likely related. M-12, m-32, m- errors also logged in logs. Visual inspection found no issues related to the reported event. Fa inspection was able to replicate the reported event; unit tested on system, presents m-02-3/m-02 error on startup ((B)(6) 2026 2:16 pm us-ga m-0b, m-02, m-31, c-00 errors in erbe logs. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.